Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have high blood glucose. Device had alarmed no delivery alarms. Customer's blood glucose was 450 mg/dl. Customer's call was dropped. Customer will not be returning the device for analysis.